Manufacturer narrative:
4/13/97 due to the fact that co has not received any further information and co has requested it three(3) times, co would like to close this MDR at this time.

Event description:
A leakage occurred on a quite recently inserted external adaptor.